Event description:
It was reported that during a photo facial treatment, the pt/initial reporter sustained a 2nd degree burn which left a 1 centimeter scar on her forehead. The pt/initial reporter feels this scar will be permanent.

Manufacturer narrative:
A lumenis field service engineer evaluated the system and found the calibration to be within acceptable tolerances. All other operating parameters were also verified to be in spec. Reasonable attempts were made to follow up with the pt/initial reporter. However, no additional info regarding progress or medical eval of reported injury was made available to lumenis.